Event description:
Health professional reported an alleged ¿port leak.¿ the event was confirmed when the pt went in for an adjustment fill and reported feeling no restriction. During this consultation, the surgeon tried to remove existing saline from the device, but there was ¿no fluid left.¿ the port was replaced.

Manufacturer narrative:
(B)(4). Allergan has rec¿d the product however, the device has not been identified, nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the rptr, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port, or the connector tubing.¿ device labeling addresses the following concerns to performing an adjustment: ¿prior to doing an adjustment to decrease the stoma, review the pt¿s chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been complaint with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement, or esophageal dilatation due to stomal obstruction, band slippage, or over-restriction.¿